Event description:
During a cardiac ablation procedure, a cardiac tamponade occurred. During transseptal puncture using a brk transseptal needle through a fast cath introducer, there was difficulty locating the fossa ovalis. Following the procedure, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade, originating from the right atrium. A pericardiocentesis was performed, which stabilized the patient. There were no performance issues with the brk transseptal needle.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.